Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that they were told to see their doctor. The cause of the implantable neurostimulator (ins) issue was not determined. No actions or interventions were taken to resolve the ins issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for failed back syndrome. It was reported that the patient's device was not working. Based on the age of the device, it was recommended to the patient to follow up with the physician to have the device checked. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.